Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient stated that she has been getting higher than normal blood glucose readings on the subject meter for the last 9 months. She claimed that although her meter readings are high, she has been experiencing severe low blood glucose and could not understand what was causing her to crash. The patient informed the cca that she manages her diabetes with an unknown type of insulin using an insulin pump on a sliding scale. The patient also stated she suffers from post traumatic stress disorder (ptsd) and has "panic attacks when she feels low." The patient stated when she received unknown high readings over the past several months on the subject meter, she would administer the amount of insulin her pump instructed, then due to the high amounts of insulin in her body she stated she would begin to 'crash and almost died on 6 different occasions'. The patient could not recall specific dates, times or results associated with these claims. The patient stated she starts to feel 'panicky' and 'vomits' when her blood glucose is getting low after administering the insulin and would immediately self-treat with 'orange juice and handfuls of candy' to raise her blood glucose levels. The patient stated within the last two weeks prior to calling lfs, whenever the subject meter read higher than '300 mg/dl' she administered half the amount of insulin than what her pump recommended to prevent going too low. She reported one example of testing and receiving a value of '598 mg/dl' approximately two weeks ago, which she felt was inaccurately high, she claimed to have retested and received a value of '298 mg/dl' and treated herself based on the lower reading (unknown dose). It is unclear how much time elapsed between the two tests. The patient claimed that within the last 2 days prior to calling lfs (exact date/time unknown), she received readings such as '448 mg/dl' and '470 mg/dl' and administered only half the amount of bolus insulin dose that her pump recommended in fear of going too low. After administering the insulin within 2 hours, she began to 'shake, feel dizzy and had panic attacks' and self-treated with carbohydrates. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The patient threw the subject test strips away but recalled that they appeared to be in good condition. The patient denied performing a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she/he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The subject meter has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: unable to get result request due to eeprom u6 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.